Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60g cartridge loaded on the device. The reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the third firing with blue reload. The jaw of device could not open. Two blue reloads were used before this event. The surgeon cut the tissue and removed the device. Changed new device and reload to complete the procedure. There were no adverse consequences for the patient reported.